Event description:
It was reported during implant attempt that there were difficulties introducing the lead into the vein to access the atrium. It was also reported that when the lead was retrieved to obtain a further access, the distal part of the lead was curved without a stylet in the lead. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): all conductors distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported during implant attempt that there were difficulties introducing the lead into the vein to access the atrium. It was also reported that when the lead was retrieved to obtain a further access, the distal part of the lead was curved without a stylet in the lead. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.